Event description:
The report received from our affiliate indicated that there was incomplete expansion of the implanted stent. Physician made a contra lateral approach on the left femoral artery to reach the target lesion that was located in the distal right superficial femoral artery. This lesion was a b2 type measuring (200 mm) in length with diffused disease, mild calcification and 95% stenosis present. The lesion was dilated with balloon catheter and part of the lesion was stented good results. A second stent was introduced to cover the remaining lesion; however, after deploying the stent had an incomplete expansion. It was said to "shrink and become crimpy."

Manufacturer narrative:
A balloon was inserted inside the stent to try to expand the stent to its full form; however, the results were undesirable. Another smart control stent was placed inside the partially deployed stent with good results. Pt was release from the cath lab in fair condition. This product will not be returned for eval and testing. Add'l info will be sent within 30 days upon receipt. (B)(4) unable to fully expand.